Manufacturer narrative:
Updated fields: h6 and h10. Correction to h6 (initial report incorrectly selected 11 - testing of device from same lot/batch retained by manufacturer) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the image loss was not established. No device problem was found during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the investigation noted the front panel mouth was cracked and the bottom and front panel chassis were bent. Further, the evaluation observed a bent switch bracket, a bad scope socket and dust on the socket output, and the lamp life has expired, as the lamp life meter is reading over 500+ hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source is not displaying the scope image and not registering when plugged in. This event was observed during preparation for use and was completed with a similar device. There was no patient harm or user injury reported due to the event.